Manufacturer narrative:
Conclusions: based on measurements performed on the device whilst it was implanted and during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient's perception was unsatisfactory; however, no technical problem could be detected. The recipient has a history of tinnitus, which might have been a contributory factor, although the unusual noise was present during stimulation and suddenly appeared few years after implantation.this is a final report.

Event description:
The user is bilaterally implanted and has not been able to consistently use the concerned device since (B)(6)2019 due to an uncomfortable noise (helicopter-like or running water) which subsequently causes migraines. The sound was at the same volume to speech. This noise was present when the external processor was turned on and while using the implant. The noise started one suddenly one day, the recipient woke up and the noise was just there and it has never gone away. The user had this issue with both the primary and back-up processors. The user was re-implanted. No information could be gathered on how the performance is with the new device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is bilaterally implanted and has not been able to consistently use his right device since (B)(6) 2019 due to a helicopter noise which subsequently causes him migraines. He also describes the sound as similar to running water and it is at the same volume to speech. This noise is present the minute be turns his processor on. He only hears these sounds when using his implant. The noise did not start after external replacement or mapping. He woke up one day and it was just there, only when using his ci, and has never gone away. There has been a deterioration of speech scores.